Event description:
It was reported that the wens trial was started but not used. The trial was cancelled due to anatomy. The wens couldn't be used, so the batteries are dead. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep reported that the issue was not due to the pt's anatomy. The lead could not be placed where they wanted and the wens was started so they couldn't use the wens because they did not start the trial. Nothing was wrong with the wens.

Manufacturer narrative:
B3: event date is date valid product analysis # (B)(4): analysis information -- 2025-07-22 11:58:30 cst pli# 10. Product ID # 9772501 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The external neurostimulator (ens) passed functional testing. Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was nothing wrong with the lead. They didn't end up using the wens but started the usage so the batteries ran out of juice. The issue has been resolved and nothing was requested from the healthcare provider (hcp).